Manufacturer narrative:
Device unique identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cervical spine procedure. It was reported that the first couple images had scatter due to retractors. The site tried taking a 2d image with an increase to the kv ma, but the images looked grainy. The representative stated that the rad gain calibrations were not out of date. It was later noted that the site was able to use the grainy image to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted with additional troubleshooting that the imaging system was operating as designed.